Event description:
This complaint is now reportable based on the analysis completed on 08/26/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent catheter was unable to cross the 90% stenosed severely tortuous and calcified left circumflex (lcx). The lesion was predilated using a 2.0x8mm maverick2 balloon. The 3.0x12mm taxus liberte drug eluting stent (des) was unable to cross the lesion. The lesion was predilated a second time using a 2.0x15mm maverick2 balloon. Still the 3.0x12mm taxus liberte stent was unable to cross the lesion. After several predilations timi flow went from 1 to 2. Patient condition was stable. No patient complications were reported. However, returned product analysis revealed distal and proximal stent damage.

Manufacturer narrative:
Returned product analysis revealed that the condition of the returned device was consistent with the complaint incident. The device was returned for analysis and revealed distal and proximal stent damage. Some of the struts were severely misaligned. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. No kinks or damage was found on the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.